Event description:
During a percutaneous coronary intervention (pci), the balloon for the stent delivery system (sds) burst at 8 atm of pressure. After the balloon burst, a dissection was noted at the distal end of the cypher 2.5/18 mm stent. The target lesion was the mid left anterior descending (lad) artery. The lesion was reported to be: heavily calcified, moderately tortuous, and a 90% stenosis. An additional cypher stent (size/length unknown) was deployed to treat the dissection. A maverick 2.5 mm quantum balloon was used to post-dilate the 2.5/18 mm cypher stent.